Event description:
During aaa repair in 2007, the placement of one flex main body graft and two iliac leg grafts went according to the IFU. The completion angiogram showed a slow filling of the right renal artery. The physician decided to place a coda balloon within the flex main body to try pulling the flex device down a few millimeters. A second angiogram showed a progression of the occlusion in the right renal artery. The physician then decided to place another manufacturer's 6x18mm stent into the origin of the right renal artery. A final angiogram showed good flow into the stented renal. There were no patient complications during the procedure.

Manufacturer narrative:
Evaluation: cook's instructions for use does indicate that inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk or renal failure and subsequent complications. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by incorrect placement of the graft due to user error.